Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. There were no follow up/corrective actions. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>1</noe> malfunction event. An erroneous high result was generated by the cobas 6000 e 601 module. The event involved a total of 1 patient with the following: one erroneous result for the elecsys vitamin d assay. The patient's age was (B)(6). There was one male.